Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there were "bumps" on the cartridge that prevented the cartridge from loading. The customer changed cartridge to address the issue. Customer's blood glucose level was 200-250 mg/dl.